Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. The event occurred in (B)(6).

Event description:
Allegedly, the neck was broken suddenly. The stem and neck had to be removed and replaced with a revision stem.